Manufacturer narrative:
Additional information was added to d4: lot #, d4: unique identifier (UDI) #, d9, h3, h4, h6 and h10: h4: the lot was manufactured from january 03, 2019 - january 07, 2019. H10: the actual device was received for evaluation. The returned sample contained no residual fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) did not completely infuse the total volume during a patient infusion. The device had been filled with meropenem 3000mg in 0.9% sodium chloride, 240 ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.